Manufacturer narrative:
(B)(4). The oxygen sensor and cable referenced in this report was returned for further failure analysis. The oxygen sensor was installed into a test ventilator. The test ventilator powered on as it was intended. The ventilator passed the power on self test (post) and calibrations as it was intended. The test ventilator was allowed to run for approximately two hours without error.

Manufacturer narrative:
It was reported that a connection failure between the o2 sensor and the sensor cable was suspected. The o2 sensor and cable were replaced. No additional information was obtained by the manufacturer. (B)(4).

Event description:
Covidien received information stating that during patient use of the e360 ventilator, a "low fractional inspired oxygen (fio2, %o2)" alarm was generated. Although the fio2 setting was set to 0.60 the e360 ventilator indicated a value of 64%. An external o2 level gauge indicated a 60.0% value. The patient was transferred to another ventilator. There were no negative patient consequences reported.